Manufacturer narrative:
Final device analysis reveals pump connector anomaly.

Event description:
The manufacturer's representative reported that the patient "died from her major illness" and the death was unrelated to the pump. A follow-up report will be sent if additional information becomes available.